Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. The customer reverted to an alternate method in insulin therapy.